Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw, rinato; guide cath: taiga 6f ebu3.0. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was in the mid left anterior descending artery (lad) with no tortuosity, moderate calcification, and 90% stenosis. The 3.0 x 20 mm trek balloon was selected for pre-dilatation. No issues were noted during preparation of the device. During advancement of the 3.0 x 20 mm trek balloon through the rotating hemostatic valve (rhv), resistance was met (it felt tight). The device was able to be advanced to the lesion, without resistance with the anatomy. During the first attempt to pressurize the balloon, it would not inflate. The physician thought that the balloon might have ruptured; however after it was retracted from the patient anatomy, a pinhole in the distal shaft was observed. The procedure was completed with kissing balloon technique using non-abbott balloons. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft hole/tear and inflation issue were confirmed. The resistance with the rhv was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.